Manufacturer narrative:
The customer reported that the display for the central nurse's station (cns) failed and they would like to order a new one. The customer was provided with the part number so that they could order a new display from customer service. No patient harm was reported.

Event description:
The customer reported that the display for the central nurse's station (cns) failed and they would like to order a new one. The customer was provided with the part number so that they could order a new display from customer service.

Event description:
The customer reported that the display for the central nurse's station (cns) failed and they would like to order a new one. The customer was provided with the part number so that they could order a new display from customer service.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported the screen for the cns-6201a sn: (B)(6) fled. The power supply was verified to be good with a volt meter. Service requested customer requested part number to replace the cns display. Service performed information provided: a/e282678. Investigation result the unit was put into service on 06/22/12, which is over 5.5 years prior to the reported issue. A review of monitor history found no previously reported issues. There was a suspected failure of the cns monitor. The cns monitor is manufactured by a third party company. Per cns-6201a service manual eighth edition, customer is advised to perform a maintenance check at least every 6 months. This includes checking the appearance for damage and contamination, as well as checking the display upon power on. The monitor was over 5.5 years of age. During this time, factors such as use, power issues, and other environmental factors at the facility could contribute to degradation of the part. Extent of failure is unknown due to lack of troubleshooting information provided. As the part was not returned, nka evaluation could not be performed. Information on display downtime was not provided. This should have been readily detected as cns operator and service manual advises that both the instrument and the patient must receive continual, careful attention. Failure of the display monitor does not prevent alarm indicator from lighting up should an event occur, as it is connected to the cns, not the monitor. Information on which devices were monitored by the cns was not provided. Patient information can be seen on all bsm's and certain telemetry devices. Therefore, monitoring may still occur upon cns display failure. Additionally, the bsm's are able to alarm at the point of care. The display had failed well beyond the warranty period. There were no further reported issues with the cns. Based on the given information, this issue is not suspected to be caused by deficient design. Corrected information: g4. Date received by manufacturer: should be 02/19/2018 not 03/20/2018 as listed on MDR initial report.